Event description:
Pt is an existing contact lens wearer and was recently fit into avaira toric (enfilcon a) contact lenses. Pt went to remove the lens and some of the epithelial layer was removed. Pt was treated with steroids, antibiotics as well as with a bandage lens. Per the pts practitioner, there has been no permanent damage and there has been no change to the pts best corrective visual acuity. Pt has been refit into another contact lens.

Manufacturer narrative:
Event was reported from the eye care practitioner, directly to coopervision. It is unk which eye was involved in the incident. Attempts to obtain additional information have been unsuccessful to date. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. Conclusion: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.